Manufacturer narrative:
The company rep examined the system the system and replaced the lio (laser indirect ophthalmoscope) fiber. The system was then tested and met all product specifications. There was no sample returned for eval and no add'l info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported that when the unit was set on endo during a vitrectomy procedure, it switched to lio (laser indirect ophthalmoscope) on its own. The case was able to be completed w/o harm to the pt.